Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) lead and a right atrial (ra) lead due to lead failure. With use of spectranetics 16f glidelight device, a visisheath device and lead locking devices (lld''s), the procedure began to remove the rv lead first. The physician was able to progress to the mid superior vena cava (svc) and then progress was stalled between the svc and rv coils. The physician released tension, pulled the glidelight device back and readjusted traction and advanced the glidelight back to the area of stalled progress. The physician was then able to continue lasing with relative ease down to the mid rv coil. While lasing over the rv coil, the patient experienced some ventricular tachycardia (v tach). The physician stopped and released tension on the lead. However, the patient's blood pressure dropped. An effusion around the pericardium was seen via trans esophageal echocardiography (tee). Rescue efforts commenced immediately, including multiple interventions and sternotomy. An svc tear was discovered. The repair of the svc was successful. The ra lead was extracted post-sternotomy with use of the 16f glidelight device. The rv lead was extracted with use of a spectranetics 13f tightrail device. The patient survived the procedure.